Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm maverick balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and balloon. The balloon was loosely folded, and the tip of the device was damaged. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device was able to inflate to rated burst pressure and deflate with no issue.